Event description:
Hcp reported the patient had an infection of the pump. The pump was removed and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.